Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procdure, it was noted that the balloon ruptured upon sixth inflation at 9atm for 5 seconds. The device was removed from the patient's body without any problems. The procedure was completed with another of the same device. No patient complications were reported.